Manufacturer narrative:
Product complaint # (B)(4). Surgical intervention. (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that on (B)(6) 2019, during a revision, the confidence lift had an unknown allegation. Procedure and patient outcome are unknown. This complaint involves one (1) device.